Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The patient presented with coronary blockage and underwent percutaneous transluminal coronary angioplasty (ptca) of the 89% stenosed target lesion located in the mildly tortuous and calcified artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was successfully completed with an unspecified device. No patient complications were reported. However, returned device analysis revealed that the distal stent delivery system was detached from the distal shaft.

Manufacturer narrative:
Initial reporter address 1; (B)(6). Device evaluated by MFR: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis without the stent. The distal section of the device including bumper tip, stent balloon and marker bands were not returned. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found that the distal sds was detached from the distal shaft. No other issues were identified during the product analysis.